Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. An archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The root cause of the system error was the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in july 2007 and is almost 18 years old. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" upon powering up, confirming the customer's reported complaint. The defective processor board needs to be replaced to remedy the system error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during a device inspection, they observed that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." No patient involvement.